Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the distributor, a 10 pack of surgical strips contained 11. Event was identified pre-op. Another pack was used to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Product sample received and evaluated. Miscount of 11 patties in a packet of 10 confirmed. A review of manufacturing records was not possible as no lot number was provided. Based on the information provided, root cause is likely due to operator error. Per the requirements of the specification the operator is required to inspect the front and back of each strip and count the stack. The operator than weighs the stack to make sure there are 10 strips prior to bagging the stack. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.